Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number:(B)(4)). The submitted log file and the log file downloaded from the returned system controller contained approximately 2 days of data combined (B)(6) 2020 per the timestamp). The log files captured a backup battery fault alarm due to a backup battery load test failure on(B)(6) 2020 from 21:11:26 until the last event in the log file (captured at 11:22:10 on (B)(6) 2020). The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 11:21:39 to exchange the system controller. No other notable alarms were active in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: fluid ingress. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.(B)(4) was shipped to the customer on (B)(6) 2018. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii IFU, section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii patient handbook, under section 10, entitled ¿safety checklists¿ instructs the user to inspect the system controller power cables for damage daily. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook section 1 ¿introduction¿ stated that the ¿heartmate iii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry. Section 2 ¿how your heart pump works¿ informs the user to ¿never submerge the driveline, system controller, or any external system components (such as the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the pump to stop.¿ heartmate iii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a backup battery fault on (B)(6) 2020. The patient was successfully changed to their backup system controller. Log file analysis showed low flows with high pi readings, most were unsustained (less than 10 seconds). Backup battery fault alarms were observed on 02sep2020 from 21:11 until log file retrieval on 03sep2020 at 11:12.